Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but the device was too proximal, so the physician fully recaptured and removed it from the patient. The was was repositioned to be deeper into the appendage and a new 24mm closure device was selected for use. This new device was deployed in the laa and while the release criteria was being checked the patient had a drop in their blood pressure. A contrast injection was given and it was noted that the patient had a pericardial effusion. A pericardiocentesis was performed to drain 325cc of fluid from the patient. At the same time the release criteria was checked and the closure device was released from the core wire. The patient was given protamine to treat the effusion after the device was released. The drain was left in place and the patient was brought to the intensive care unit for observation since the effusion had decreased. Later that day the patient was extubated, awake and off pressors doing fine following these events.